Event description:
It was reported the lead stretched when removing the needle and stylet. The stretched part was a segment in the external part of the lead. The stretched segment was not in the patient and not close to the connection to the screener. No action was required as a result of the event. The patient was receiving effective stimulation.

Event description:
Additional information received reported the patient had a successful peripheral nerve evaluation and underwent a stage one test on 2014-(B)(6).

Manufacturer narrative:
(B)(4).